Event description:
Customer reportedly received the following results on the aviva system within 10 minutes; 219 mg/dl, 101 mg/dl, and 91 mg/dl, l1 control was run and in range. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.